Event description:
Initial result for a patient ft4 was 1.63. When repeated the result was 2.25. The incorrect result was not used to guide therapy. The field service rep was unable to confirm any malfunction of the system.